Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple occlusion alarms occurred. Additionally, the battery gauge was intermittently observed to be depleting rapidly, which may have led to intermittent pump shutdowns. There was no reported adverse impact to the customer's blood glucose level. The customer declined contact from tandem technical support regarding the issues. No additional information provided.